Event description:
Distributor requested repair of an ambulatory infusion pump due to "failed accuracy test +11.30%". No patient details were provided.

Manufacturer narrative:
Evaluation summary: the pump was visually inspected and the screen was found to be scratched. Although the customer's concern regarding failed accuracy was unable to confirmed in the pump event history log, delivery accuracy testing on the pump supports the complaint allegation. Delivery accuracy testing found the pump's average delivery error to be over delivering the control limit specification of +/- 3%, but well within the published specification of +/-6%. Furthermore, the DHR was reviewed and found to be in compliance; no manufacturing or testing issues were found. Based on these investigation results, the pump's expulsor was trimmed to bring trimmed to bring the pump's delivery into more nominal of a range. Additionally the scratched screen, clock battery, and old-style downstream sensor were replaced. No further corrective actions will be taken at this time. Smiths medical regularly analyzes complaint data and trends, and will take further actions accordingly.